Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose level was 88-300 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.